Event description:
2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bags were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12 - 24/98 f/u account visits, sample evaluations and calls to multiple customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilities re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: this account reported that during two plasmapheresis procedures the air push (-) alert message was observed near the end of the procedure. Upon further investigation the anticoagulant bag was noted to be empty. The check 230 alert did not occur with either event. Both procedures were stopped with no reinfusion to the donor. The donors were removed and left in good condition. This is report number one for this account's two events with the 'air push' alarm.